Event description:
Reporter indicated that device diagnostic testing during generator replacement surgery for end of service resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The high lead impedance reading was obtained when the new generator was connected to the original lead. Lead break is suspected. The lead was also replaced. It is unknown at this time whether the lead was damaged during the generator explant procedure or whether a lead problem was in existence prior to the surgery.